Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with multiple non-sustained rv oversensing episodes triggered electrograms (egms). An older merlin.net transmission revealed the premature ventricular contraction (pvc) atrial pace algorithm was causing pseudo pseudofusion. The ventricular blanking was causing a rate mismatch. The device was reprogrammed. The asymptomatic patient will continue to be monitored at regular intervals.